Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuos and moderately calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 3 atmospheres for 3 seconds, contrast media leakage was noted and the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.